Event description:
The customer reported getting speaker malfunction and audio failed error message. No patient or user harm was reported.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer stated the device has a speaker problem. There was no report of harm / patient safety concern in this case.